Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Indication was cancer. In what surgical procedure was the device used? Rectum resection. What is the experience of the healthcare worker who fired the device? Long time device user. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. Were the donuts inspected? If so, please describe. Yes. Was the washer inspected? If so, please describe. No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Does the surgeon routinely check the washer and donuts to confirm a complete transection? He checks the donuts. What is the current patient status? No information provided.

Event description:
It was reported that the surgeon was performing rectum resection while using circular stapler and after firing and bubble test found out leakage. The procedure was finished with hartman procedure.

Manufacturer narrative:
(B)(4). Batch # p55j5r. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.